Manufacturer narrative:
The device was not returned to olympus for evaluation. The nurse confirmed that on that day, the physician may have been pressing the switch at hand, and the release was working and the problem was resolved by restarting. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic laparoscopic cholecystectomy procedure, the light intensity decreased to the minimum value and became dark while using the visera elite ii video system center. This reportedly occurred two to three times during the procedure. The value on the light intensity button went down into the negative values, and the brightness became darker. It only became normal after the staff manually increased the light intensity. The procedure was completed using the same device without delay or anesthesia. There was no patient harm associated with the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.